Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged suffering from pulmonary issues, sleep apnea, nodules on lungs after 6 CT chest scans, 6 mris. Patient has done lung biopsy to remove them. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused pulmonary issues, 6 CT chest scans since (B)(6) 2020, and 6 mris since (B)(6) 2018 showing nodules on lungs and lung biopsy to remove them. The patient did not report to receive medical intervention. After the final attempt to have the device and components returned for evaluation, the customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on october 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging pulmonary issues, 6 CT chest scans since (B)(6) 2020, and 6 mris since (B)(6) 2018 showing nodules on lungs and lung biopsy related to a CPAP device's sound abatement foam. Additional information was received about the alleged cancer. Section e1 was updated in this report. Section h6 health effects: clinical codes were updated.